Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was fluctuating. In addition, it was reported that once the pump battery fluctuated to 100% a power source alert was declared. Customer was able to charge the pump using a difference wall adapter. There was no reported impact to customer's blood glucose level.